Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for giddiness, arrhythmia, heart block, and an escape rate of 45 beats per minute. The implantable pulse generator (ipg) device was unable to be interrogated and did not have magnet response. The device did not allow programming of any parameters including emergency. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.